Event description:
Received notice complaint concerning above product from chief technician. Spoke with director of nursing regarding the event. Reports that approximately one hour into the treatment, the health care professional caring for the pt, noted blood dripping from the pump segment. Reports that no alarm sounded. Treatment was stopped, line changed and treatment completed without further incident. The estimated blood loss for this pt was approximately 300cc from the leak and loss of extracorporeal system due to air. The pt remained stable during the event. Director of nursing reports that there is a small pinhole in the pump segment. The actual sample is available. Medwatch filed for blood loss.

Manufacturer narrative:
Pir#9800764-waiting for sample analysis, will provide follow-up report. The actual sample was rec'd for evaluation. The sample was visually inspected according to procedure. A split was detected on the pump segment. Closer inspection done post decontamination revealed that the split on the pump segment was one inch long and about one inch from the saline tee connector. The split penetrated into the pump segment inner wall. No air leak test was performed as the split penetrated the inner wall and would have caused a leak. Based on the sample analysis, the complaint as stated, was confirmed. However, we do not believe that the problem is mfg related. There is no known source, within the mfg or assembly process, that could have caused or contributed to the split. Tubing cannot be extruded with a split. Therefore we can only speculate that the split was due to use and/or handling. The split was rough and appeared to be rubbed and torn. We will continue to monitor this information in future trending. A f/u letter has been sent to the customer. Complaint is closed.